Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor vision transcatheter heart valve was chosen for implant with a large flexnav delivery system and large+ navitor loading system. The patient's aortic annulus dimensions were as follows: diameter = 25.7mm, perimeter = 80.8mm, mean gradient = 53mmhg, and peak gradient = 92mmhg. There was heavy calcification noted at the anterior part of the annulus. It was reported a pre-dilation with balloon aortic valvuloplasty (pre-bav) was performed. There were no difficulties reported with loading the device or leading the retainer tabs into the retainer receptacle. There was one full resheath at the ascending aorta due to too high implant depth at the left coronary cusp (lcc) side. It was reported movement with deployment impeded ability to establish good annular contact at the lcc, leading to multiple recaptures. It was reported 3 partial recaptures were completed without exchanging the valve and delivery system. There was no report of any retraction problems. When the valve was finally deployed, it was reported there was a shift with valve release. The final implant depth at the lcc and non-coronary cusp side was 6mm and the mean gradient was 8mmhg post-implant. The patient remained hemodynamically stable throughout the procedure. The patient experienced persistent mild-moderate paravalvular leak after the procedure. The leak was noted at the point of heavy annular calcification anteriority. A post-bav was also performed with a 23mm true balloon. It was reported two days post-procedure, the patient status was stable.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor vision transcatheter heart valve was chosen for implant with a large flexnav delivery system and large+ navitor loading system. The patient's aortic annulus dimensions were as follows: diameter = 25.7mm, perimeter = 80.8mm, mean gradient = 53mmhg, and peak gradient = 92mmhg. There was heavy calcification noted at the anterior part of the annulus. It was reported a pre-dilation with balloon aortic valvuloplasty (pre-bav) was performed. There were no difficulties reported with loading the device or leading the retainer tabs into the retainer receptacle. There was one full resheath at the ascending aorta due to too high implant depth at the left coronary cusp (lcc) side. It was reported movement with deployment impeded ability to establish good annular contact at the lcc, leading to multiple recaptures. It was reported 3 partial recaptures were completed without exchanging the valve and delivery system. There was no report of any retraction problems. When the valve was finally deployed, it was reported there was a shift with valve release. The final implant depth at the lcc and non-coronary cusp side was 6mm and the mean gradient was 8mmhg post-implant. The patient remained hemodynamically stable throughout the procedure. The patient experienced persistent mild-moderate paravalvular leak after the procedure. The leak was noted at the point of heavy annular calcification anteriority. A post-bav was also performed with a 23mm true balloon. It was reported two days post-procedure, the patient status was stable. It was then reported on (B)(6) 2023, the patient received a permanent pacemaker implant to treat widening qrs of new left bundle branch block. It was reported there was additional hospitalization for monitoring of rhythm with a total length of stay of 5 days post procedure.

Manufacturer narrative:
An event of device migration, perivalvular leak, and heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that there was heavy calcification noted at the anterior part of the annulus. The final implant depth at the lcc and non-coronary cusp side was 6mm and the mean gradient was 8mmhg post-implant. There was no report of any retraction problems. Based on the information received, the cause of the reported perivalvular leak and heart block were due to device migration. However, the cause for the reported device migration could not be conclusively determined.